Event description:
The tip of this screw broke during a bone-tendon-bone fixation procedure. The screw broke in the femur and the the distal tip remains in the pt. The surgeon was able to retrieve the large portion of the screw without issue. Another 8x25mm screw was placed over the broken tip and adequate fixation was achieved. A delay of less than five minutes was experienced. The pt was with hard bone quality.